Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon device was used in the biliary duct on (B)(6), 2010. According to the complainant, during the procedure, the physician cannulated the biliary duct with a new extractor rx retrieval balloon, however the balloon would not dilate. This caused an exchange of equipment and increased the procedure time 5-6 minutes. The procedure was successfully completed with another extractor rx retrieval balloon. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful. Preliminary investigation observations of the returned device revealed that there is a break in the catheter tip leading to an inter-lumen leak. Based on the condition of the returned device, this event has been deemed a reportable event.

Manufacturer narrative:
(B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon device was used in the biliary duct on (B)(6), 2010. According to the complainant, during the procedure, the physician cannulated the biliary duct with a new extractor rx retrieval balloon, however the balloon would not dilate. This caused an exchange of equipment and increased the procedure time 5-6 minutes. The procedure was successfully completed with another extractor rx retrieval balloon. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful. Preliminary investigation observations of the returned device revealed that there is a break in the catheter tip leading to an inter-lumen leak. Based on the condition of the returned device, this event has been deemed a reportable event.

Manufacturer narrative:
A visual examination of the returned device found that the balloon burst and the distal tip of the catheter shaft was damaged near the skive hole. A hole was present on the catheter wall penetrating the guidewire lumen. An interument leak was not found as there was no connection between the balloon inflation lumen and guidewire lumen. It is probable that the catheter broke as the device was removed from the endoscope. The catheter could have been caught in the endoscope causing damage to the device at the point where it was caught (as a result of excessive removal force). The most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.